Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because the returned strips had been previously dosed with reddish-brown liquid residue; therefore no testing could be completed.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 6:57am: 274 mg/dl. 6:58am: 128 mg/dl.